Event description:
Or personnel placed a patient on a bed with a missing ac plug (nothing but frayed wires exposed). The bed could not be operated and was unable to be taken out of the slight trendelenburg position. The bed was switched out with an operating bed and placed out of service.